Event description:
According to the reporter, the patient experienced low blood glucose levels which led to a hypoglycemic syncope episode. It was reported that the morning of the event, the omnipod 5 lost communication with the dexcom g7 sensor, leading to alarms and a prompt to replace the pod. Between 15:00 and 16:00 (3pm and 4pm) of the same day, the patient had fainted. The patient's husband provided sugar to raise blood glucose levels. Due to loss of communication between the pod and the sensor, exact blood glucose values were not available. The controller indicated limited automated mode due to missing blood glucose data. Both the pod and the sensor were replaced, and the patient was able to resume treatment. Dexcom notified on (B)(6) 2026.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hypoglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown. Omnipod software app version: 3.1.5-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.